Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was replaced successfully. No additional adverse patient effects were reported.